Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the mislocated balloon marker. A review of the lot history record (lhr) was conducted and found no non-conforming reports for this lot related to balloon marker mislocation. Additionally, the review of the complaint handling database found no other incidents related to labeling issues for this lot. Although a product deficiency was identified, it appears to be an isolated incident. Based on the related records review, review of the lhr for this lot and the actual complaint rate, there is no indication that the larger population of product is affected by this issue. Additionally, there is no evidence to suggest that the product deficiency affects inventory or distributed product. The product was manufactured per the applicable manufacturing process instructions (mpi) and product specifications. No further action is required at this time.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the lower extremity, the 3 x 40 mm foxcross balloon dilatation catheter (bdc) was positioned at the lesion, however, under fluoroscopy the balloon appeared longer than the labeled size; the markers were too close together. The device was removed from the anatomy and inspected in vitro. It was noted that the balloon markers were not in the correct position. The device was not used. A different non-abbott bdc was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.